Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right and left ventricular leads (rv/lv) were showing high out of range pacing impedance measurements back in november 2015. It was reported that the patient also received multiple shocks from the crt-d. The impedances were out of range when programmed using the ring electrode of the rv lead. When programmed tip to ring using the lv lead only, impedances were fine. The field representative confirmed this is an issue with rv lead only. The lead was explanted at that time. One year later, a competitor field representative contacted boston scientific to report that the patient mentioned that his device "blew up" and "came loose", therefore it was explanted. The caller also mentioned that the patient informed he was in the hospital for eight weeks. The competitor field representative commented that the patient has dementia. The patient has threatened legal action. No further information has been provided. The device has not been returned to boston scientific.

Event description:
Additional information was received from a boston scientific field representative that this device was not explanted and still remains implanted in the patient. The field representative confirmed this after recently interrogating the device. The product status will be updated to reflect this new information.